Manufacturer narrative:
Initial reporter occupation is lay user/patient. The test strips were requested for investigation. The product has not been received at this time. If the product is returned in the future, a follow up report will be submitted. On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. Product labeling states: "the coaguchek system uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas deviations can occur when compared to methods using other thromboplastins. However, those deviations between thromboplastins of different origin (e.g., rabbit based) are not specific to coaguchek products. Similar differences can be observed when a human recombinant thromboplastin based laboratory method is compared to other laboratory methods." Customer stated they were taking antibiotics. Per product labeling, "the action of oral anticoagulants (coumadin derivatives) can be increased or weakened when other medication is taken simultaneously (e.g. Antibiotics but also prescription-free medication like pain relievers, antirheumatic medication and medication against influenza). This, in turn, can also lead to either an increase or a decrease in prothrombin time (inr). If other medication is taken, it is recommended that the prothrombin time be checked more frequently that the anticoagulant dose be subsequently adjusted." The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter complained of discrepant inr results with coaguchek xs meter serial number (B)(4) compared to an unknown laboratory method. At 5:59 pm, the meter result was 3.8 inr. At 7:00 pm, the result from the laboratory was 2.4 inr. The customer has a therapeutic range of 1.8-2.2 inr.

Manufacturer narrative:
The returned test strips were measured with the returned meter with a high level control sample. Testing results (qc range: 2.7 - 3.5 inr): qc 1: 3.1 inr. Qc 2: 3.0 inr . Qc 3: 3.0 inr. All inr values were within the specified target ranges, confirming the functionality of the coaguchek measuring system. No error messages occurred. Medwatch fields d9 and h3 have been updated.